Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and calcified superficial femoral artery. A sterling es / coyote es mr 2.0-20/143 was selected for use. During the first inflation at 6 atmospheres, the balloon ruptured in vertical form. The device was removed using normal method without issue and the procedure was completed using this device. There was no patient injury as a result of this event.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and calcified superficial femoral artery. A sterling es / coyote es mr 2.0-20/143 was selected for use. During the first inflation at 6 atmospheres, the balloon ruptured in vertical form. The device was removed using normal method without issue and the procedure was completed using this device. There was no patient injury as a result of this event.

Manufacturer narrative:
The device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 20mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a rupture in the balloon.